Event description:
As reported, the patient had an initial right tsa on (B)(6) 2018. The patient presented on (B)(6) 2023 and had immediate pain after weightlifting, noticed swelling and "popeye" muscle about the right arm. The patient was revised on (B)(6) 2023. The case report form indicates that this event is possibly related to device, unlikely related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected. MDR section codes updated/corrected. Serial number is unknown. Expiration and manufactured dates are unknown. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation, and product information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.